Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The r608 is faulty. This issue will be internally investigated within vyaire.

Event description:
The customer reported while testing the vela ventilator; the device displays ventilator inoperable alarms. The events log displays post dac or adc errors and 24 volts supply too low. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.